Manufacturer narrative:
On (B) (4) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, the subject device was implanted without any problems on the morning of (B) (6) 2010, and testing revealed normal function. The physician indicated that clicking of the screwdriver was appropriate, but he "had a strange feeling while screwing the v-lead". While checking the pacing system in the evening of the same day, no pacing pulses were seen on ECG, and the device measured a high ventricular lead impedance (3000ohms). No sensing and failure to capture were also evident in the ventricular channel. During intervention on the following day, the physician indicated that the leads appeared to be properly positioned, and traction revealed appropriate connection. Under strong traction the leads move slightly. The physician had difficulties to unscrew the ventricular set-screw, but the procedure was finally successful. The subject device was subsequently replaced.